Event description:
A malfunction alarm was reported by the customer, identified as malf 0, with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. The customer's technical support team (cts) arranged for a replacement pump and provided the caller with necessary instructions, including how to store and return the faulty pump and transfer settings to the new device. The customer was also advised on using a backup insulin pump to maintain insulin delivery and confirmed understanding of all instructions.